Manufacturer narrative:
Based on the information provided at this time as well as the unknown medical history between implant of the flat mesh and the partial excision in (B)(6) 2007, and the multiple vaginal mesh repairs performed, it is unclear at this time to what extent the bard flat mesh may have contributed to the issues experienced after implant. Medical records indicate the patient has a history involving vaginal prolapse and surgical intervention as well as multiple mesh implants. Based on operative details it appears the rest of the bard flat mesh may have been removed in the 10/05/2011 procedure as the operative details indicates the patient underwent "revision of prosthetic vaginal graft (abdominal approach), removal of previously placed sacral colpopexy mesh, removal of mesh placed prior to recent sacral colpopexy ." Based on this it appears that additional bard flat mesh was excised in the (B)(6) 2011 procedure. While it does appear that the additional flat mesh was removed in the (B)(6) 2011 procedure, no definitive conclusion can be made as the medical/surgical history between the (B)(6) 2007 procedure and the (B)(6) 2011 procedure is unknown. Based on the limited records provided it appears that the patient may have undergone additional medical treatment in the time between (B)(6) 2007 and (B)(6) 2011. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to the post op complications experienced by the patient. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 1999 - the patient was diagnosed with vault prolapse with prior vaginal repair and stress urinary incontinence. The patient underwent an exploratory laparoscopy with abdominosacral colpopexy with flat mesh and bladder suspension. On (B)(6) 2007 - the patient was diagnosed with a vaginal vault prolapse, cystocele, rectocele, enterocele, interstitial cystitis and pelvic adhesive disease. The patient underwent an exploratory laparotomy, lysis of adhesions, partial resection of sacral colpopexy mesh, abdominal sacrocolpopexy with implant of a non-bard davol "gynecare gynemesh," hydrodistention, cystoscopy, posterior colporrhaphy and perineorrhaphy. On (B)(6) 2007 - the patient was diagnosed with genuine stress incontinence, hypermobile urethra and a sebaceous cyst at vulvar wall adjacent to urethra causing dysuria for the patient. The patient underwent implant of a non-bard davol "no tension" sling, cystoscopy and resection of left vulvar sebaceous cyst. No mention of any other mesh during this procedure. On (B)(6) 2011 - the patient was diagnosed with unspecified mesh erosion into the bladder, pelvic adhesive disease and acute blood loss anemia. The patient underwent exploratory laparotomy, laparoscopic enterolysis, lysis of adhesions, revision of prosthetic vaginal graft (abdominal approach), removal of previously placed sacral colpopexy mesh, removal of mesh placed prior to recent sacral colpopexy that had eroded into the bladder, and operative cystoscopy with bilateral ureteral catheter placement. Per operative details "the patient's previously placed sacral colpopexy mesh was notably free of adhesions." Furthermore, the operative details indicate "the revision of the prosthetic vaginal graft was performed. The mesh was easily isolated after lysis of adhesions, just inferior to the sacral promontory. The mesh was transected and grasped with a kocher clamp. Sharp and blunt dissection was used to mobilize the mesh from surrounding tissue including the bowel medial to the mesh. It was taken down to the vaginal cuff. The mesh was separated from anterior-posterior division. The anterior division was neighboring a piece of isolated mesh, which appeared to be potentially a portion of the more recently placed mesh. The more recently placed mesh, although, was removed. Care was made to remove the posterior portion of the mesh in its entirety, as per the patient's wishes where she felt some scar tissue had caused some potential dyspareunia. In doing so, the vaginal cuff was entered. It was closed with interrupted sutures. While removing this portion of the mesh, the anterior mesh was mobilized off its adhesions to the bladder and the secondary pieces was identified and found to have been entered into the bladder. The mesh was identified and was noted to have an ethibond suture. It appeared to be more consistent with the patient's recently placed sacral colpopexy mesh, which had been revised at the patient's last surgery. Following removal of the mesh in the bladder, the defect in the bladder was closed."